Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately five months post-implant, the hosp made a decision to exchange the lvad; reason for the device exchange not provided by the MFR.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.